Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 alarm which occurred on the homechoice during use during drain 1. The baxter technical services representative had the hp cycle the power and advised to start over with new supplies. Baxter product surveillance contacted the hp on (B)(6) 2011. She stated that there was nothing unusual about her supplies and that she did not notice air in the line. She had thrown away the cassette and refused to send a companion sample. She did not know the lot number. The hp had not yet told her nurse about the event, but was going to see her nurse that day. Since then, therapy has been going well and there were no adverse effects reported in relation to this incident. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.